Manufacturer narrative:
Details of the complaint on (B)(6) 2019, bme (B)(6) at (B)(6) hospital reported the multiple patient receiver (org-9100a sn: (B)(6) was giving a lot of "signal loss" for all transmitters on it. This issue was happening intermittently but had gotten to the point where they want to do something about it. They pinpointed the issue to the org. Service requested repair service performed per customer email sent 08/07/2019: I believe we have straightened this problem out without a necessary repair. Thank you for your patients. Investigation result the org warranty began 07/26/2013, which is almost 6 years prior to the reported issue. Review of device sap history found no previously reported issues with the unit. Customer reported the unit no longer needed a repair to resolve the issue. Elaboration was requested however no further information was provided. Review of tickets opened at the customer facility between on (B)(6) 2019 found no incidents which appear related to the current issue investigated. Review of device sap history found no other notifications opened against this unit. The root cause could not be determined from the information available. Customer was able to resolve the issue without nk assistance or repair, which suggests issue did not involve a device deficiency. This issue is not suspected to be caused by deficient design. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information: h6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11: cocomittant medical devices were requested from the customer but the information was not provided. Central nurse's station (cns) model(s) unknown. Transmitters models unknown.

Event description:
The biomedical engineer reported that the org multiple patient receiver failed and that they are getting intermittent signal loss on the transmitters.

Manufacturer narrative:
The biomedical engineer reported that the org multiple patient receiver failed and that they are getting intermittent signal loss on the transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Central nurse's station (cns) model(s) unknown. Transmitters models unknown.

Event description:
The biomedical engineer reported that the org multiple patient receiver failed and that they are getting intermittent signal loss on the transmitters.